Event description:
Revision spinal fusion l2-pelvis: performed by dr (B)(6), on (B)(6) 2015 at (B)(6) hospital due to patient presenting with pain and it was discovered from x-rays, there was micro movement. During surgery whilst replacing the iliac screws, the tip of the screwdriver shaft broke in the head of the screw. This happened twice. Surgeon not concerned as a rod was placed on the screw shaft and placed in a locking screw. No delay to procedure. No ae to patient. Nothing fell into the patient. Photos available. Primary: spinal fusion l2-pelvis: performed on (B)(6) 2014 by the same surgeon at the same hospital. Patient details: (B)(6). Female. (B)(6). This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.?

Manufacturer narrative:
Ms 10/30/15: meeting on 10/29/15 held to discuss if/how products failed based on images provided. Complaint is not reportable. Complaint reviewed by (B)(4). Per surgeon, micro movement possibly due to patients bone quality and there was no construct loosening / failure. Upon investigation and review with medical, complaint determined to be non-union not due to the instability or loosening of implants. Comparison between two images of the site in question could not be made and reported movement is based on lucency. As reported, patient revision surgery due to non-union fusion not related to hardware. There was no device failure. If additional information becomes available MDR decision will be re-evaluated. No direct investigation can be performed as no samples were provided. A supplemental medwatch report will be submitted reflecting investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.